Event description:
It was reported that a homechoice device experienced an unspecified alarm. The home patient was not connected at the time of the alarm. This occurred before initiation of peritoneal dialysis therapy. The technical service representative advised the care giver to start over with new supplies. The technical service representative assisted the care giver with re-priming the patient line. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported alarm could not be verified. Should additional relevant information become available, a supplemental report will be submitted.